Manufacturer narrative:
It was reported that the hl20 pump displayed the error message; "beltslip" during routine check. No patient was involved. A getinge field service technician (fst) was onsite and investigated the hl20 pump in question. The fst calibrated the tacho board, after that the pump did not display the reported error message: "beltslip" anymore. The device was checked for full functionality without any issue. The pump is back in use working to factory specification. No parts have been replaced. Thus the reported error message: "beltslip" could be confirmed. The failure mode "belt slip" can be linked to the following most possible root causes according to the hl 20 risk management file (dms# 2023585, version 11): - defective tacho, relay or pump belt device was manufactured in 2018-07-09. The review of the non-conformities during the period of 2018-07-09 to 2023-07-14 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The customer will be informed about the investigation results from the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that the hl20 pump displayed the error message: "beltslip" during routine check. This error message could lead to a pump stop. No harm to any person has been reported. Complaint ID(B)(4).